Manufacturer narrative:
One single-use device was received for evaluation in an opened package. Visual inspection revealed that the fillport cap was missing. The reported condition was verified. Since the package had been opened, the cause of the missing fillport cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor had a missing white cap. There was no patient involvement. No additional information is available.